Event description:
It was reported that the device's battery responded with out of range error. The event occurred during clinical use, but there was reportedly no adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.